Event description:
Leaking gas with instrument in trocar. Pneumoperitoneum was maintained and the use of a new trocar was not required. Practitioner did not believe the patient's body habitus contributed to the event.====================== manufacturer response for xcel bladeless trocar, b11lt======================ascent has been called and arrangements are being made to get device to MFR.